Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the cartridge was reloaded to address the event. Customer's blood glucose was 141 mg/dl.